Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date of event - (B)(6) 2012; (B)(6) 2012. Date explanted - (B)(6) 2012; (B)(6) 2012. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported a patient enrolled in a clinical study underwent an initial bilateral total hip arthroplasty on (B)(6) 2000. Subsequently, the patient was revised on the left side on (B)(6) 2012 due to poly wear. The head and liner were removed and replaced. The patient was revised on the right side on (B)(6) 2012 due to poly wear and osteolysis. The head and liner were removed and replaced.